Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight and crease flat. A microscopic analysis was performed which identified: one broken crease smooth on the posterior. Based on the device analysis the final assessment is: broken crease smooth on the posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side "patient's concern with the product." Additionally, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "patient's concern with the product." Additionally, healthcare professional reported rupture. Device has been explanted.